Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is complaint with our specifications and no abnormality was detected. No other complaint from another health facility was reported to us on this vena cava filters batch. Investigation: the explanted filter was not returned for evaluation. However we have received several photos of the explanted filter. They clearly show that the filter was constrained by the pt's own tissue. Conclusion: the filter non opening incident is the consequence of the presence of tissue around the filter. It is an isolated case. No corrective action is envisaged.

Event description:
"The pt was admitted to hospital due t left lower extremity swelling. Ultrasound and mr was performed and indicated that pt developed dvt of left lower extremity and thrombus at bottom of inferior vena cava. On (B)(6) 2014, around 13:00 pm, the pt was scheduled to receive implantation of venatech lp filter into her ivc in the inverventional treatment room. The patient firstly underwent right femoral vein puncture. Angiography was performed and showed mass thrombus at the lower section of ivc. In order to prevent shedding of the thrombus, doctor decided to implant the filter via right internal jugular vein access. After locating the point of release, the filter was released. However the filter did not deploy and drifted away into right atrium. Gooseneck snare was used immediately to capture the filter. Attempts to capture the unemployed filter failed. At 19:00 pm, the pt entered cardiothoracic surgery room. Another surgery was performed which successfully removed the filter. Image showed that the filter seemed to be wrapped by some membrane-like tissues."